Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric, de novo target lesion was located in the non-calcified right coronary artery. Following pre-dilation, a 2.25 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure the stent was detached from the stent delivery system and was stuck in the guide catheter. The entire system was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. Synergy ous, mr, 2.5 x 24mm stent delivery system (sds) was not returned. The stent was only returned for analysis. A visual examination of the detached stent found the stent was returned detached from the device; the stent was bent on one side (after the 5th strut) and it also appeared damaged after 5th strut on the opposite side of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric, de novo target lesion was located in the non-calcified right coronary artery. Following pre-dilation, a 2.25 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure the stent was detached from the stent delivery system and was stuck in the guide catheter. The entire system was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.